Manufacturer narrative:
Zimmer biomet complaint: (B)(4). The product was not returned. Part and lot number are required to review device history records and neither were provided. Product was not returned so no product evaluation could be conducted. This device is used for treatment. Unable to perform a compatibility check based on provided information. Complaint history review could not be performed as part/lot number was not provided. No medical records received. Root cause can be attributed to trauma caused by patient falling off a bike. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation. This report is being submitted late as it has been identified in remediation.

Event description:
It was reported patient underwent revision hip arthroplasty due to femur fractured caused by patient falling while riding a bike. The femoral components and liner were removed and replaced with a new stem, head, liner, and fracture fixation components.